Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: 110003452, g7 str insrtr threaded shaft, lot number unknown, 110010248, g7 osseoti 4 hole shell 60mm g, lot number 6665675, 110003451, g7 str modular shell inserter, lot number 253370. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-01274, 0001825034-2020-01275.

Event description:
It was reported that the scrub tech unknowingly cross threaded the g7 straight inserter onto the g7 cup during initial tha. Upon impacting the cup into the acetabulum, the inserter became cold welded to the g7 cup. Inserter screwdriver ball tip broke off while trying to disengage inserter from cup. Case was converted to the continuum acetabular system with no impact to the surgeon or the patient. It was reported that no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d11; h2; h3; h4; h6 d11: 110003452, g7 str insrtr threaded shaft, lot number 061289 110010248, g7 osseoti 4 hole shell 60mm g, lot number 6665675 110003451, g7 str modular shell inserter, lot number 253370 reported event was confirmed with product return. Visual inspection confirmed the hex driver to be fractured. The handle shows signs of discoloration. Scuffs and surface scratches were observed on the shaft and handle consistent with a multiple use instrument. Sem testing showed the fracture surface is mostly flat with a few light artifacts in a circular pattern, consistent with a rotational/torsional shear fracture. Xrf analysis found the hex driver material to be within specification. Review of the device history records identified deviations or anomalies during manufacturing, however, the deviations or anomalies would not have attributed to the event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.